Event description:
It was reported that the patient had a revision performed because she complained of the device twisting in the pocket. She experienced a shocking/jolting sensation when pressure was put on the device area since a revision. It was also noted that the amplitude "jumps up and changes". The impedance measurements before, during, and after the revision were all normal. She was given 3 new programs to try the procedure and the patient confirmed that the stimulation was comfortable and at appropriate levels. The patient met with the healthcare professional for evaluation. Her incision was "fine" and the device was not moving around like it was before the revision. There were no falls or accidents associated with the event. Impedance measurements showed electrodes 0 and 3 at 74 and <50 ohms respectively. All other combinations were normal. The shocking occurred when switched program 3 and was felt in the area of the stimulation. Shocking also occurred when pressure was applied to the device site. The patient felt like the stimulation would increase on its own. Positional changes caused very uncomfortable stimulation changes. The issue was on-going and the patient was to follow up with the hcp.

Manufacturer narrative:
(B) (4).